Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for via phone call for high blood glucose. The customer¿s blood glucose level was 448 mg/dl. Customer reported due to getting no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery. Customer reported that insulin exits with the manual prime. Advise the pump is working as designed and explained alarm was caused by infusion set/reservoir occlusion. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.